Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three. The patient was connected at the time of the alarm. The patient stated that the supply bag was loosely connected. The patient stated the connections had seemed normal and were easy to make, and was unsure how the bag loosened from the line. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.